Event description:
Reportedly, during the follow up on (B)(6), 2011, the physician observed that an oversensing episode was recorded in the device memory of the associated ICD. The physician asked for an explanation. Refer also to the MDR of the associated paradym (B)(4).

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.